Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no: 626438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 1996 and hypothyroidism in 2001. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), vaginal cyst ("vaginal cysts"), migraine ("migraines"), hypersensitivity ("allergic reactions"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract / vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication (s) please describe painful bloating/ stabbing pain on left side"), alopecia ("hair loss"), arthralgia ("joint pain"), back pain ("lower back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominla pain") and micturition urgency ("urge to urinate") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, pain, vaginal cyst, weight increased, migraine, hypersensitivity and micturition urgency outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, fatigue, abdominal distension, alopecia, arthralgia, back pain, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bladder disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, micturition urgency, migraine, pain, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal cyst, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: both ostia were easily visualized and the essure device was placed in each ostia with 5 coils left on the right and 7 coils left on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: showed tubes were not completely blocked; on (B)(6) 2008: confirmed total blockage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no: 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 1996 and hypothyroidism in 2001. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), vaginal cyst ("vaginal cysts"), migraine ("migraines"), hypersensitivity ("allergic reactions"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract / vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication (s) please describe painful bloating/ stabbing pain on left side"), alopecia ("hair loss"), arthralgia ("joint pain"), back pain ("lower back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominla pain") and micturition urgency ("urge to urinate") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, pain, vaginal cyst, weight increased, migraine, hypersensitivity and micturition urgency outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, fatigue, abdominal distension, alopecia, arthralgia, back pain, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bladder disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, micturition urgency, migraine, pain, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal cyst, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: both ostia were easily visualized and the essure device was placed in each ostia with 5 coils left on the right and 7 coils left on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: showed tubes were not completely blocked; on (B)(6)2008: confirmed total blockage. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received. Events vaginal, menorrhagia, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, headaches, dysmenorrhea, fatigue, weight gain, bloating/, hair loss. Joint pain, pelvic pain, back pain, abdominal pain were added. Lab data , lot number, concomitant & historical drugs , conditions were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), vaginal cyst ("vaginal cysts"), weight increased ("weight gain"), migraine ("migraines"), infection ("infections") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (had surgery to remove the essure) and surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, pain, vaginal cyst, weight increased, migraine, infection and hypersensitivity outcome was unknown. The reporter considered device breakage, genital haemorrhage, hypersensitivity, infection, migraine, pain, perforation, vaginal cyst and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.